Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was admitted to the hospital to treat an abscess that was present when the trial leads were removed. The patient was treated with antibiotics. It was believed that the infection was procedure related.